Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported a device break occurred. A 2.1mm jetstream xc catheter was chosen for a percutaneous arterial endovascular plaque resection to treat an occlusion in the left superficial femoral artery (sfa) located in the lower limbs of the patient. During the procedure, the infusion line of the 2.1mm jetstream xc catheter fractured inside of the patient. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.